Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
Product inquiry states the long nail kit r1.5, ti, right gamma3® ø10x320mm x 125° to be the subject product. A review of the DHR revealed no deviations, in particular in the packaging process. The device was documented as faultless prior to distribution. The reported event was not confirmed as the nail kit was not available for evaluation. Thus, a physical examination of the device resp. Packaging was not possible and below report is based on available information, only. No discrepancies were found during review of the manufacturing and inspection documents. Further, no evidence was found that the set screw was not included in the nail kit blister. It could be confirmed that 20 set screws were used for the 20 nail kits. Furthermore, not enough information is available to reproduce or to confirm the reported case. Similar cases revealed that it could be assumed that the event may rather be linked to inadequate user handling of the package (dropping the set screw during opening the tyvek® lid of the packaging with high energy) which is supported by the additional information received "the set screw was later found on the floor in the or". Since 2004 a new set screw packaging for the gamma3-kit blister had already been established. The size and the outer box as well as the blister in the box are kept unchanged. Improvement: the separate small white foam in the sterile gamma3 nail kit now is provided with an aperture / window, so that the set screw is visible through the (unopened) blister as well as from the bottom side after removing the tyvek lid®. The reference number has not been changed. Since (B)(6) 2004 the nail kits are shipped with the described changed packaging. Nevertheless, an exact root cause of the reported event cannot be determined. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no open actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
The doctor was performing a right gamma nail. When the package containing the gamma nail was opened it was observed that there was no set screw. The gamma nail was implanted and a backup set screw was immediately available. The set screw was later found on the floor in the or. No delay in surgery and no adverse consequences.

Event description:
The doctor was performing a right gamma nail. When the package containing the gamma nail was opened, it was observed that there was no set screw. The gamma nail was implanted and a backup set screw was immediately available. The set screw was later found on the floor in the or. No delay in surgery and no adverse consequences.